Event description:
It was reported, eyepiece installation section of the camera head was loose. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, eyepiece installation section of the camera head was loose. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to include corrections and updates. The customer's allegation was confirmed. In addition, the device evaluation found corrosion (scope mount, free locking lever, and electrical contacts) and flooding (main body, cables, and image capture). Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.